Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A new cartridge was successfully loaded onto the pump. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that the customer's insulin gauge reflected 0 units after loading a cartridge. Tandem technical support attempted to review the pump's history to find a cartridge alarm that may have caused this issue; however the customer declined.